Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on all three channels, consistent with emi. This led to pacing inhibition and an inappropriate shock.